Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that device self-test failed. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was not exactly known. Customer did not accept the repair service. Based on the information available, no repairs done by philips as the customer did not accept the repair service. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Operational status of the device is unknown as the customer did not accept the repair service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer did not accept the quote for repair service.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl failed the self-test. There was no reported patient involvement.